Event description:
It was reported that an opticross 6 was used during a procedure. It was noted that the monorail lumen of the opticross 6 ivus catheter was broken in half inside a patients body. The device was removed completely from the body of the patient. The procedure was completed with a different device. No patient complications were reported.